Manufacturer narrative:
(B)(4). On (B)(4) 2013: the siemens field service engineer (fse) replacement of the aspiration tubing was part of preventative maintenance and the base valve was replaced due to an system upgrade. The fse removed some build up of base solution precipitate in the luminometer, however the cause for the false positive troponin results is unknown and the advia centaur cp system was exchanged for another advia centaur system sn (B)(4). The instrument is performing within specifications.

Event description:
False positive advia centaur cp troponin ultra results were obtained by the customer on two patient samples. The results were considered discordant when compared to a previously negative test result for one patient, and negative test results when repeated on new sample draws for both patients. There was no known report of patient treatment being altered or adverse health consequences due to the discordant positive troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a daily cleaning protocol (dcp), check all the fittings, cleaned the luminometer and probes, renewed all fluids, changed the aspiration tubing and calibrated the sample and reagent probes. Troponin assay calibration, quality control and precision check was performed. The cause of the discordant troponin results is unknown. No conclusion can be drawn. The instruction for use under the summary and explanation of the test section states the following: "always analyze tni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of myocardial infarction (mi). In accord with published recommendations, serial testing of tni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single tni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."